Event description:
Customer reported focus and positive qc failed.

Manufacturer narrative:
The customer instrument had a contained leak coming from the top of the probe. The iris field service engineer (fse) replaced the probe and adjusted the pump speed. The fse ran controls which passed. The system was operational.